Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a pretest the balloon did not inflate with the water, instead the water remained near the inflation funnel.

Manufacturer narrative:
The reported issue (it was reported that the balloon would not inflate with water during a pretest. The water stayed near the inflation funnel) was confirmed; per visual inspection no defects were found. Per functional evaluation the catheter balloon was tried to inflate with air and water and the balloon did not inflate. The catheter was cut at trifurcation site and occlusion with silicone in the inflation lumen was found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities." (B)(4).

Event description:
It was reported that during a pretest the balloon did not inflate with the water, instead the water remained near the inflation funnel.